Event description:
Customer reports that he obtained results of 203mg/dl and 147mg/dl on the same device within 5 minutes. Customer reports a different comparison with results of 48mg/dl and 98mg/dl on the same device within 3 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.